Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting treatment to the bilaterial submental area on (B)(6) 2016 and (B)(6) 2020 using the coolmini applicator. The patient was presented with paradoxical hyperplasia (ph) to the bilaterial submental area.

Manufacturer narrative:
Correction: updated section g [g1] and b5.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting treatment to the bilaterial submental area on (B)(6) 2016 and (B)(6) 2020 using the coolmini applicator. The patient was presented with paradoxical hyperplasia (ph) to the bilaterial submental area. Updated section g1.